Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, atrial loss of capture and oversensing were noted on the atrial lead. Diagnostic imaging confirmed that the lead was dislodged. The physician performed a revision surgery to reposition the lead and the patient was stable.